Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has a strong kink and is thus deformed in its center. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Stent imprints are visible on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. The stent protector was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. In addition, the instrument is shipped with a transportation wire which covers the full guide wire lumen and protects the stent system from kinking. Apparently, this transportation wire has been removed during the preparations for the intervention. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. During unpacking a stent deformation was noticed. The stent was not used.